Manufacturer narrative:
H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a no pc inconclusive as per the complaint data: (B)(4) clinical service emailed that he re-calibrated imaging system and the account reported there are no issues since inaccuracy. Technical service generated work order for clinical service and followed up for completion as clinical service reported did not have an open work order related to this case. Monday june 16, 2025, reporting that there were similar inaccuracy issues. It is believed that only one side of the imaging system accuracy was ¿off¿ and after attempting to use a different imaging system for the same case, there were no issues with accuracy. Therefore, after speaking with (B)(4) and our field service, we are led to believe that there is an issue with the calibration on one side of the imaging system. At this time, we are unsure of what event caused the imaging system inaccuracy, as that imaging system has been in use consistently and working perfect ly up until it was reported on june 4, 2025 software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that cervical spine case. Representative(rep) reported they were using the cranial reference frame and have confirmed with the midas drill and passive probe the inaccuracy. Rep reported the patient and reference frame did not move. Rep reported another image acquisition system was brought into the case and they were able to acquire an accurate scan. Rep reported navigation system was being used. Rep predicts the image acquisition system was the issue. This was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: 4.3.0,: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the manufacturer representative (rep) was on site for a posterior cervical case and while using competitor equipment, there was a reported inaccuracy while navigating. The rep verified that the imaging system and navigation system were both accurate and had no accuracy issues. The rep did not find any issues nor were able to recreate the inaccuracy. The probable cause of the reported issue was thought to be user error, someone bumping the frame, or the competitor equipment being used, since the rep noticed zero issues while using medtronic equipment to test accuracy. The rep who was on site again, monday june 16, 2025, reporting that there were similar inaccuracy issues. It was believed that only one side of the imaging system accuracy was ¿off¿ and after attempting to use a different imaging system for the same case, there were no issues with accuracy. Therefore, after speaking with the rep, they were led to believe that there was an issue with the calibration on one side of the imaging system. At this time, they are unsure of what event caused the inaccuracy, as that imaging system had been in use consistently and working perfectly up until it was reported on 6/4/25. The rep will recalibrate the entire imaging system to prevent any further issues of this nature.